Manufacturer narrative:
(B)(4). No lot number was reported. The lot number of the returned device is unknown. Returned for investigation was a 6fr. Wedge 110cm catheter without the original packaging pouch. The sample was returned in the ups shipping box and was in a sealed ziploc bag. Upon return, the supplied control stroke syringe was connected to the inflation lumen stopcock. The inflation lumen stopcock was noted in the open position. The recommended volume capacity of the balloon is 1.0cc. Under micro-scopic inspection, the balloon appeared typical; no damage or abnormalities were noted to the balloon. Spots of dried blood was noted within the inflation lumen extension line. No contrast media was noted in the injection lumen extension line. No visual blockage was noted at the distal opening of the injection lumen. Dried blood was noted on the exterior surfaces of the returned sample. No visual damage was noted to the returned sample. The inflation lumen was injected with 1.0cc of air using the returned control stroke syringe. The balloon inflated symmetrically. One side of the balloon measured approximately 5mm. The other side measured approximately 5mm. The balloon did meet specifications per graphic of radius ratio less than or equal to 1.5. The inflation lumen was injected with 1.0cc of air using a lab inventory control stroke syringe. The balloon inflated symmetrically. The balloon deflated in less than 3 seconds when the syringe was removed per sp ecification. No pull away was noted after the tug test. The balloon was placed in water and air was injected into the infla-tion lumen again. No leak was noted. An attempt to aspirate and flush the injection lumen using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked injection lu-men. Immediate push back on the syringe plunger was experienced. A lab inventory 0.035in guide-wire was back loaded through the distal tip. The guidewire could not advance at approximately 48.1cm from the distal tip of the catheter, which is the location of the previously noted blocked injection lumen. Dried blood was noted on the guidewire upon removal. The guidewire was front loaded through the injection lumen extension line luer. The guidewire could not advance at approximately 11.2cm from the injection lumen extension line luer, which is the location of the previously noted blocked injection lumen. Dried blood was noted on the guidewire upon removal. To further investigate the cause of the blocked injection lumen, cross-sectional cuts were performed at the identified locations of the blocked injection lumen. Further examination of these sections confirmed that the injection lumen was occluded with dried blood. A clotted or obstructed injection lumen can impede or pre-vent accurate p ressure measurement. No lot number was reported; therefore, a device history rec-ord (DHR) review was unable to be completed. If the lot number information is available at a later date, the complaint will be updated accordingly. The reported complaint that the "pressure value could not be measured properly during use" is confirmed. During the investigation, the catheter injection lumen aspiration/flushing test was unsuccessful. The injection lumen was found to be occluded with dried blood. A clotted or obstructed injection lumen can impede or prevent accurate pressure measurement. The blood built up in the injection lumen may have resulted from not maintaining the patency of the injection lumen. The specifications were not met during the complaint investigation due to the blood buildup within the injection lumen. The root cause of the complaint is undetermined; a potential cause is user related. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported, "the pressure value could not be measured properly during use. Therefore, the catheter was replaced with a new catheter and the procedure was completed without problem. No patient injury was reported". The patient's current condition is reported as "unknown".

Event description:
It was reported "the pressure value could not be measured properly during use. Therefore, the catheter was replaced with a new catheter and the procedure was completed without problem. No patient injury was reported". The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).